Manufacturer narrative:
The scope was not returned to olympus for evaluation. The cause of the reported event could not be determined at this time. In addition, limited information was provided by the user facility as multiple attempts were made to gather more detailed information regarding the reported event; however, no additional information was obtained. As part of our investigation, an olympus endoscopy support specialist (ess) was requested to be dispatched to the user facility to observe the user facility¿s reprocessing practice and to provide a reprocessing training. To date, the ess visit has not been finalized. Olympus will continue to investigate and work with the user facility to obtain more specific and detailed information regarding the reported event. If additional information becomes available, this report will be supplemented accordingly.

Event description:
Olympus was informed that the scope was used during an unspecified therapeutic procedure and the patient was found to have (B)(4). The scope has been removed from service. The user facility reported they culture their own scopes and utilize single use brushes and reprocess according to FDA guidelines. Additionally, the user facility reported that the scope did not test (B)(6) for (B)(4) and it is unknown if the patient had mrsa before or after the use of the scope.

Manufacturer narrative:
On september 14, 2018, the ess visited the user facility and observed that not all pre-cleaning steps were performed as the insertion tube was not being wiped down by a cloth or sponge and the suction button and biopsy cap where left on during transport. In addition, during manual cleaning the user facility is using non-olympus brushes and third-party repair on their inventory of scopes. The user facility is also using a borescope after all manual cleaning steps are performed. Some of the manual cleaning steps are modified during manual cleaning while using the oer-pro. Infection control received the results of the culture of the bf-1th190 and the results were negative of mrsa. The user facility still has the scope quarantined at this time. If additional information becomes available, this report will be supplemented accordingly.

Event description:
Olympus was informed that during a therapeutic procedure, the scope became stuck inside an endo tracheal (et) tube and it peeled apart while it was inside of the patient. The user facility reported that as the doctor was trying to remove the scope from the et tube, parts of the scope peeled ¿like a banana¿. The doctor believes he retrieved all of the pieces from the patient. There was no patient injury reported.

Manufacturer narrative:
This report is being submitted to provide additional information from the user facility. The user facility reported the patient infection was detected by respiratory. There are no pre-existing conditions to the involved patient reported. Infection control personnel stated that after further investigations at the user facility, the scope was ruled out as the cause to the patient infection reported as the scope tested negative after culturing and they could not link the scope to the patient infection. The cause of the patient infection could not be specified. In addition, the infection control personnel stated the patient has been treated and is doing fine. The scope has been high level disinfected and is ready to be put back into service.